Manufacturer narrative:
Device is a veterinary product. No patient information will be reported. Date of postoperative screw breakage is unknown. This report is for an unknown 3.5mm position screw/unknown lot. Part and lot number are unknown; UDI number is unknown, 510k number is unknown. Implanted last summer in 2017, exact date is unknown. Date of explant is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a dog (spaniel) was treated last summer with a hif and placed with a 3.5mm position screw. The dog did well until lameness returned in (B)(6). The dog came back to the surgeon and a fractured screw was identified on the CT scan. Revision surgery was performed on an unknown date. Customer did the metallurgy analysis of the complained device and found that there is potential issue with the core diameter of the screw, because the core diameter was measured 1mm instead of expected 2.5mm. This report is for one (1) unknown 3.5mm position screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product investigation was completed. The received cortex screw was broken approximately 13mm below the screw head. There was no laser marking on the screw head. Otherwise, the screw was in a good condition. No visible damages at the hexagon recess or the thread flanks. Checked dimensions with caliper as per the relevant drawing. Outer thread diameter specification 4.5mm max/ measured: 4.46mm = pass; core diameter at the fracture face specification 3mm +0.05/-0.1 / measured: 3.02mm = pass; head diameter: specification 7.9mm +/-0.1/ measured: 7.94mm = pass; dimension hexagon: specification 3.5mm f10 (+0.01/+0.058)/ measured: 3.53mm = pass. The relevant drawings were reviewed to define the part number. Based on the dimensions the received screw could be part 214.832 or vs402.032. The veterinary part is identical with the standard cortex screw. Review of the material certificate was not possible as the lot number was not provided. The performed external evaluation has shown that the used material is 316 stainless steel. Based on that it can be concluded that the correct material was used because the standard material for this type cortex screw is 316l stainless steel for implants for surgery. The complaint is confirmed as the received screw is broken as complained. The part and lot number were not provided, based on the measured dimensions this could be either the part 214.832 or the veterinary version of the same screw part vs402.032. However, there is no laser marking on the head of the screw, this indicates that this screw is either older than 22 years or is not a synthes device. The breakage relevant dimension of the core diameter was checked and was within the specification of the reviewed drawings, no manufacturing related issue could be detected. During the evaluation no material defect was found, a fatigue crack growth by loading in bending was identified. This result indicates that constant load cycles (e. G. During walking, running or jumping) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the cortex screw. The implant could not resist the applied force which finally led to the material overload I fatigue failure. Based on the provided information the exact cause of this breakage could not be determined. It can be assumed that any occurrence during the healing process, e.g. Non-union, delayed union, malunion, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure of the screw. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.